Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading over 500 mg/dl. The customer stated that prior to the event, she was vomiting and dehydrated. The customer also stated that she has been having high blood glucose levels for the past few months. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime test. Nothing further was reported.